Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. E1: initial reporter phone no.: (B)(6). The devices were received and are currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between female connector and main body of three (3) minicap transfer sets. This occurred after removing the minicap to start peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6 and h11. H11: three (3) actual devices was received for evaluation. A visual inspection with the naked eye noted a separation between the female connector and main body for two samples. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted on all three samples. One sample had no visual issues and twist test was performed to check for solvent boding with no issues and no separation of components. The reported condition was verified for two samples. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body for two samples. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.